Event description:
Flare-ups [unevaluable event]. High white blood cell count [white blood cell count increased]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a female pt (age not provided) with unknown initials. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection (dosage regimen not provided). The lot number for synvisc one was not provided. On an unspecified date, the pt had high white blood cell count and post injection flare-ups. The pt was taken to operating room. The details regarding the operating room procedures was unspecified. The outcome for the events of high white blood cell count and flare-ups was not provided. Concomitant medications were not provided. The intensity for both the events was unknown. The reporting physician did not assess the relationship between synvisc one and both the events.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.